Manufacturer narrative:
The initial MDR 2432235-2017-00431 was filed on july 19, 2017. Additional information (07/26/2017): when the initial MDR was filed, the reporting unit for creatinine was not available. This information has been received and has been updated. Additional information (08/14/2017): a siemens headquarters support center specialist reviewed the service report and concluded potential cause of the discordant creatinine result could have been the lamp malfunction.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After analyzing the instrument, the cse determined the instrument lamp was producing a noise. The customer replaced the lamp. The cse attributed the cause of the issue to be due to instability of the lamp. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant creatinine result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and the result obtained was more in line with the clinical picture of the patient. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant creatinine result.